Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a surgical procedure to shorten the tubing of the pump, as it was too close to their inflatable penile prosthesis pump. No components were changed. There were no patient complications reported.